Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to open and required maintenance. A field service engineer (fse) had verified the failure and observed that the enterprise server (es) refrigerator appeared to be unlocked on the display screen and could be physically opened without logging into the med station. The fse checked the key lock position, which was still set to "lock." The fse rebooted the es refrigerator, after which nursing staff successfully recovered the failure. The fse then logged into the hardware test application (hta), performed a functionality test, rebooted the pyxis system, and verified the repair through the hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.